Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had an autofill error message. There was no patient involvement.

Manufacturer narrative:
The fse stated that before this repair, an stm was made aware of the problem and had performed a preventive maintenance(pm) on the unit while the fse was on pto. During the pm, the fse noted that one of the luer connectors was loose and not firmly connected to the safety disk, which, as stated by the fse, could must have been knocked loose or tugged on by the user and was the cause of the autofill failures. So, in order to solve the issue, the fse reattached the loose connecters. The fse then performed all functional tests and validation protocol. The unit was returned to the customer and cleared for customer use.